Manufacturer narrative:
All information provided by manufacturer, medwatch form was received late due to delay in receiving paperwork. Analysis confirmed insulation abrasion. This would account for the reported high impedance.

Event description:
It was reported that the patient previously had out of range impedance measurements, as well as an acute increase in lv tip to rv coil threshold. Externalized conductors were observed with fluoro during the ICD replacement. The doctor at the time decided to monitor the lead due to successful dft testing. Upon explant, the rv conductor appeared to be fractured.